Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 6atm for several seconds. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation device and subjected to positive pressure, liquid was observed to be leaking from a balloon pinhole located in the mid-section of balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 6atm for several seconds. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications reported and the patient status was good.